Event description:
The patient underwent extra capsular cataract aspiration of the right eye. During the procedure, a zonular dehiscence was noted with presentation of the vitreous. An intracapsular cataract extraction with insertion of an intraocular lens prosthesis was attempted but hindered by the malfunction of a surgical microscope (see report sequence no. 0002). The s-22 was brought to the o.r. But was inoperable. Evaluation of the device: the microscope was cleaned by staff the day prior to the incident. It was reparied by the manufacturer on 2/19/92 including adjustment of the foot switch and replacement of the focus up switchdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.